Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to non-use and the patient wanted to do a magnetic therapy. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.